Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and high impedance were noted on the right ventricular (rv) lead during device follow up. The lead was capped and replaced. No patient complications have been reported as a result of this event.